Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms since implant of the crt-d. Monitoring has been ongoing. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range ra pacing impedance measurements greater than 2,000 ohms continued to be observed. Additionally, some t-wave oversensing was observed. The t-waves were noted to be present all the time, however, were not oversensed all the time. Boston scientific technical services (ts) recommended measuring the t-waves.